Event description:
It was reported that the lead dislodged and was revised. Three days later the lead dislodged again and was again revised. The lead dislodged a third time. The lead was explanted and relaced, and it was noted that the helix would not extend. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis, where the shaft seal was found to be out of position, outer insulation torn, the turns to extend/retract helix exceed spec, and blood noted on several conductors and helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned for analysis, where the shaft seal was found to be out of position, outer insulation torn, the turns to extend/retract helix exceed spec, and blood noted on several conductors and helix mechanism.

Event description:
It was reported that the lead dislodged and was revised. Three days later, the lead dislodged again and was again revised. The lead dislodged a third time. The lead was explanted and relaced, and it was noted that the helix would not extend. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned for analysis, where the shaft seal was found to be out of position, outer insulation torn, the turns to extend/retract helix exceed spec, and blood noted on several conductors and helix mechanism.